Event description:
A surgilance lancet was used on an employee, left hand, under side middle finger. The employee complained of extraordinary pain and the finger immediately presented with a pencil eraser sized bruise. Site was checked for appropriateness of selection and no additional pressure was used in activating the lancet. Route: cutaneous. Dates of use: 6 months. Diagnosis or reason for use: collection of capillary blood for glucose and cholestech.